Manufacturer narrative:
(B)(4).

Event description:
It was reported that long charge time anomaly was observed on the device during manual capacitor maintenance charging. Device was explanted and replaced. No further information.